Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided. The product code of this device used in this situation is unknown; therefore, it does not have a us 510k number.

Event description:
A customer reported to baxter product surveillance of a duo-vent set, infusion of drug from vial, in which a nurse was having problems getting drug to flow from vial; this was not a viscous drug. This condition occurred during use. There was no patient injury or medical intervention reported. No additional information is available.